Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional reports captured under (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aim-arm radioluc was broken from the latch. The broken fragments were not returned. No other issues were found. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aim-arm radioluc was unable to be performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot part: 03.043.029, lot : 2024222, release to warehouse date : 28 jan 2021, expiration date : na, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in united kingdom as follows: it was reported that during a procedure on (B)(6) 2022 the connection on radiolucent aiming arm of the tibial nail advanced system was broken. No further information provided. This report is for one (1) aiming arm/ radiolucent this is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional device product code: jds. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.